Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that after the pcu was upgraded to software version 12.1.3, the device no longer locks the panel when using with auto-ID module. The pharmacy consultant confirmed authorized user mode is in enabled. There was patient involvement but no harm. Bd learned that the issue has been resolved. It was reported that the issue was root caused to user selecting "no" to "new patient?" Prompt, so the device was not updating. Once the device was updated, it worked as intended.